Event description:
Information received via complaint form states as follows: "for a same pt, the customer has used 3 different flexi-seal control fms the same day. In fact, for the first and second devices put in place, they noticed a leak at the inflation port. They removed and threw away devices without nothing the lot number. However, there was no issue with the third device which is still in place."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is reported that the device was removed due to a water leak inducing balloon deflation and leakage of feces. The sales rep (B)(4) was unable to verify and find the issue of the water leak and causes. There were no reports of a pt being harmed as a result of this malfunction. An investigation request was sent to the manufacturer on nov 22, 2013. No additional pt/event details have been provided to date. A return sample of evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site number are listed below. A return sample for evaluation is not expected.